Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
H6 medical device problem code updated.

Event description:
Additional information received stated that the ipg would not communicate with the charger when the patient attempted to charge.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was not charging properly. As a result, the ipg was explanted and replaced on (B)(6) 2021, resolving the issue.